Event description:
Terumo received the following reported information: following a coronary angioplasty via femoral using a 6 french sheath, the angio-seal was used. The seal went into the vessel and collagen and stayed in; however, the seal snapped afterwards. No manual compression was required. There were no patient injuries. There were no components left in the patient, the suture snapped. When the user pulled it back with the traction, it just came off and only had the suture part was in the user¿s hand. No pre-deployment angiogram was performed; however, a post-deployment angio was done. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Minimal bleeding occurred as immediate femoral compression applied; however, the patient was stable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
A1: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: e1: phone number: (B)(6) e3: occupation: stock management the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.